Manufacturer narrative:
The device was returned. The reported problem was duplicated during the investigation. The micropressor unit board was defective, and it will be replaced due to the error code. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: the model number was incorrectly documented in the initial report.

Event description:
Error code (B)(4) was reported.

Manufacturer narrative:
Other, other text: h6: additional information was received indicating that there was no patient injury. The nurse was reviewing setting for the cadd pump to be used for a 5fu infusion over 46 hours when the error code came up; it was unable to be cleared.